Manufacturer narrative:
A software investigation into the unresponsive behavior was completed and was unable to determine the cause of the reported unresponsiveness as the issue could not be replicated. A software investigation into the error message was completed and was found to be related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and the issue could not be replicated. The representative reloaded the x-ray control and power control firmwares. Performed a sedecal setup check. The system board & and computer cabling were checked. Multiple reboots and acquisitions were completed and it was impossible to reproduce the issue reported by the customer. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system became unresponsive and displayed an error message stating 'cannot read x-ray firmware version'. The system was rebooted multiple times before the issue resolved. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully and there was a reported delay to the procedure of less than 1 hour. The patient was not impacted.